Event description:
It was reported that cartridge alarm 30 occurred and had been previously reported with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer used insulin pen as backup, and technical support arranged pump replacement under warranty.